Event description:
The physician later reported that the patient's vns had been disabled on (B)(6) 2008 because the patient felt more depressed. The physician indicated that years after the vns was implanted, the patient had displayed hypomania so the patient's diagnosis changed from treatment refractory depression to bipolar ii depression. The physician stated that any antidepressant could make a person with undisclosed bipolar tendencies feel acutely depressed. The patient's settings prior to being disabled had been output=0.25ma/frequency=15hz/pulse width-500usec/on time=30sec. The physician indicated that the patient's vns device had been explanted for patient comfort.

Event description:
On (B)(6) 2015 it was reported that the patient had his vns device removed two months ago due to the vns not being effective at addressing his depression and because it was ¿uncomfortable¿ while swimming. The surgeon¿s office stated that the surgery occurred on (B)(6) 2015. The operative notes received from the surgery indicated that the vns did not help the patient¿s depression and the generator has been off for over 5 years. The notes indicate that the patient is bothered by the generator and finds it pulling on his arm when he swims and does other activities and therefore requested it to be removed. No further information was received from the surgeon¿s office. No programming history was present in the programming history database for the patient¿s generator. It was reported that the explanted vns has been discarded and therefore cannot be returned for product analysis.